Event description:
A review was conducted on (B)(6) 2012 between the FDA maude database and the ciba vision complaint management system from (B)(6) 2000 through (B)(6) 2012 which identified 42 voluntary medwatch reports that ciba vision had never become aware of. Redacted maude report: "pt accidentally used roommate's contact solution, clear care, instead of own contact solution in order to clean off contacts before inserting them. Because she did not have her contact lenses in yet and therefore could not see, she could not distinguish between the clear care bottle and her own bottle of contact solution, as the clear care bottle is practically identical to a regular, harmless multipurpose solution bottle, especially to the partially-blind consumers to whom these such products are geared. As a result of unintentionally using this product, the pt received chemical burns in her eye and an abrasion to the cornea. However, when she finally cleaned her contact using the correct solution, inserted them, and read the bottle, while it said not to get in eyes, it gave no explicit instructions as to what course of action to take if one did get the product in one's eyes. She flushed out her eye, and when the burning, itching sensation did not subside, went to the hospital emergency room to receive medical attention. There the ophthalmology team discovered an abrasion on the cornea of the pt's right eye, and prescribed bacitracin/neomycin/polymyxin and erythromycin to the pt. Route: ophthalmic, dates of use: (B)(6) 2012. Diagnosis or reason for use: contact lens cleaning and disinfectant. Event abated after use: yes."

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. However, because the lot number is known, upon completion of the manufacturing investigation, a follow-up medwatch will be filed. (B)(4).